Manufacturer narrative:
A picture showing a primary plum set where the inline micron filter is bagged inside a plastic bag that has fluid piling inside the bag was provided by the customer. The complaint of micron filter leakage can be confirmed based on the image. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number was identified.

Event description:
The complaint/event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. After a patient's paclitaxel infusion completed, leakage on micron filter was reported. Fluid leaked into a zipper bag. There was no unprotected chemotherapy exposure to anyone. There was no patient or healthcare provider harm.